Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital complaining of discomfort with the positioning of their implantable cardioverter defibrillator. The device was repositioned on the same day. There were no patient consequences.